Event description:
The reporter stated that his wife did back to back blood glucose testing, one after the other, using the same finger stick and adding 2-3 more drops of blood for each test. The results were 20, 60 and 107 mg/dl. She did not have any symptoms. During troubleshooting, she retested successfully with new vial off strips. No control testing was done due to lack of solution. On followup, the meter user assured the lifescan representative that she always fully inserts the test strip when testing. Representative reviewed qc procedures, testing techniques, and back to back testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8